Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. The reported failure to inflate could not be tested due to the separation. The reported resistance with the anatomy during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation determined the reported resistance during advancement, failure to inflate, resistance during removal, separation and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation determined the reported resistance during advancement, failure to inflate, resistance during removal, separation appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the lower leg (off-label use). The mini trek rx 1.50 x 12mm balloon dilatation catheter (bdc) was advanced to the lesion with resistance due to the calcified anatomy and would not inflate. Resistance with the anatomy was felt when the bdc was being pulled back and force was applied. Part of the balloon sheared off and a piece of the balloon is embedded in the subintimal tissue. The separated segment was unable to be retrieved via snare device. There was no reported clinically significant delay in the procedure and the patient is fine. No additional information was provided.